Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they were experienced high blood glucose and hospitalized due to viral infection and dehydration on (B)(6) 2019. The customer's blood glucose level was 501 mg/dl. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.